Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes underfilled during use. Lot #'s 9024656, 9059875 and 9108633 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from spanish to english: "the client reported that the blood collection staff found failures in filling the bd vacutainer® tubes, said it would appear that they do not come with sufficient vacuum and that the failures would be random and not dependent on the type of tube or the batch. The client was visited and it was found that the problem was not the lack of vacuum tubes. Using a glass of water, an eclipse needle and the holder, we took some of the samples (tubes that could not be filled) and these were filled with water without problem. Then the phlebotomist puncture technique was observed, where some areas of improvement were detected. We provide recommendations to correct the way they were placing and removing the tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9024656. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-01-24. Medical device lot #: 9059875. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-02-28. Medical device lot #: 9108633. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-04-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes underfilled during use. Lot #'s 9024656, 9059875 and 9108633 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from spanish to english: "the client reported that the blood collection staff found failures in filling the bd vacutainer® tubes, said it would appear that they do not come with sufficient vacuum and that the failures would be random and not dependent on the type of tube or the batch. The client was visited and it was found that the problem was not the lack of vacuum tubes. Using a glass of water, an eclipse needle and the holder, we took some of the samples (tubes that could not be filled) and these were filled with water without problem. Then the phlebotomist puncture technique was observed, where some areas of improvement were detected. We provide recommendations to correct the way they were placing and removing the tubes."